Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). Issue reported could not be confirmed due to no sample evaluation. Although a sample was not received at the time of the complaint issuance, b.braun has identified a sporadic occurrence of potentially false down- and upstream pressure alarms which are caused by the upstream occlusion pressure sensor of the infusomat® infusion pump. Our investigations have shown that an isolated batch of upstream occlusion sensors built in the following serial numbers of pumps may deviate from their technical specification. An approved project is in place to address the reported issue with the occlusion pressure sensor used in the infusomat® infusion pump.

Event description:
As reported by the user facility: pump alarming downstream occlusion constantly when there is no issue. No patient injury.